Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon lodged inside of me- vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Attempted to remove the tampon and the string detached, leaving the tampon lodged inside of me. Uncomfortable- tampax [complication of device removal]. Attempted to remove the tampon and the string detached [device breakage]. Case narrative: consumer reported via email that the string detached during removal leaving the tampon lodged inside of her. No serious injury was reported.